Event description:
It was reported that recently the patient experienced syncopal events. No additional information provided. The health care professional (hcp) has requested a boston scientific representative be present for the next device check later this month for this implantable pacemaker. The device remains in service. No additional adverse patient effects were reported.